Event description:
It was reported that four (4) exactamix 500 ml eva tpn bags leaked from the middle (membrane) port. The leaks were identified during visual inspection of the bags prior to product dispatch to customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 02, 2023 to april 4, 2023. H10: seven (7) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all the returned samples, and it was noted that there was a leak between the spike port tube and spike port bonding area of all containers. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.